Event description:
It was reported that the patient had a fever. Review of endocadiogram images led to suspicion of endocarditis. The device and leads were extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device was manufactured and distributed outside of the united states.